Manufacturer narrative:
Device evaluation: the video provided by the customer was evaluated and photos were taken from the video. The video shows the suspect product being implanted into the patient's eye and both haptics can be observed to be stuck on the optic. Additional maneuvers were required to unfold the haptics. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge and the cartridge tip was damaged in a way consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly and plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. Based on the complaint investigation results, there is no indication of a product deficiency or a malfunction. A search for complaints related to this production order revealed other similar related issues. A failure investigation is being initiated per management discretion. A nonconformance was opened for this issue and corrective actions will be implemented as required by the nonconformance. Conclusion: based on the evaluation performed, it is not possible to determine a product malfunction and/or product quality deficiency or identify a potential cause. During the investigation it was identified that the 3 production orders processed under the same parent production order have similar complaints reported. Further investigation is being completed for the 3 production orders under a non-conformance report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was sticky. The haptic stuck to the optic. The doctor uses bss [balanced salt solution] and ora (optiwave refractive analysis). Therefore, there is not much time for hydration. Once ora gives the suggested lens they open that lens and implant the lens so he stated maybe 20 seconds of hydration. Reportedly, there was no posterior capsule rupture, vitrectomy, suture, or patient injury. Also, no iol extraction. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.